Event description:
It was reported that patient experienced recurring incontinence with their artificial urinary sphincter (aus). The system was replaced with a 6.0 cm cuff, pump, and 61-70 cmh2o balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. As the complaint component was not returned for analysis and the product record review revealed no additional information related to the complaint. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient experienced recurring incontinence with their artificial urinary sphincter (aus). The system was replaced with a 6.0 cm cuff, pump, and 61-70 cmh2o balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.